Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was returned to a manufacturer service center for evaluation. During evaluation of the device, the blower assembly, overhead blower filter, and inlet filter were replaced as part of the recertification process. The outer enclosure was cleaned. The device log files were successfully downloaded and reviewed in full. No critical errors were observed. The rubber feet, cable clamp, and front enclosure were replaced. Functional testing was performed, during which the device failed the active exhalation purge valve test. Further evaluation determined that replacement of the active exhalation control module (aecm) was required to address the failure. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The reported failure of active exhalation purge valve test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.